Event description:
The physician attempted to close the arteriotomy with a perclose system, but adequate closure could not be achieved, and hemostasis was achieved with digital pressure over the right groin. After the procedure, the pt complained of numbness and tingling and feelings of cooliness in the right foot and lower leg. In 11/2001 the pt was admitted to hospital and it was determined that the right remoral artery and its branching area appeared to be ooccluded. Surgery in 11/2000 revealed "the common femoral artery was thrombosed and found some perclose suture within this thrombus." The perclose device evidently has been deployed about 3.5cm or so up beyond the entry point, and this point in this particular individual was up into the external iliac artery. They were unable to pass the fogarty catheter proximal to this area, and indeed they later found that the anterior wall of the artery had been sutured to the posterior wall of the artery with a knot firmly embedded in the posterior wall. Upon opening the common femoral artery a clot was encountered and there was some perclose sutures within the clot. At this point the artery was opened more proximally. A bypass was necessary from the common iliac bifurcation down to the common femoral bifurcation with the gortex graft. In a letter dated may 18, 2001, the pt was reported to have significant pain and disability.